Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt stimulation in the wrong location. The patient stated that he felt stimulation on the front of his leg and on the top right buttock area. It was noted that the stimulation was supposed to cover the patient's back and right leg. The patient stated that he fell on (B)(6) 2012, and landed on his right back side. It was noted that the patient's internal neurostimulator (ins) was implanted on the right abdomen area. It was noted that the patient's stimulation had not changed since his fall. Impedance measurements revealed values of greater than 10,000 ohms on electrode 2, 3, 4, 7, 9, 10 and 15, while other electrode impedances ranged from 316-545 ohms. The manufacturing representative stated that 'no reprogramming on the device would be performed and the physician and patient decided to remove the system and not re-implant.' Additional information reported that the explant of the system was scheduled for (B)(6) 2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.